Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was inserted into the patient's right radial artery in the micu. While in use they reported the catheter was kinked. They attempted an over the wire exchange but were not able to thread the wire through the catheter. At which time, the clinician repositioned the patient's arm, etc. Until the waveform was restored. Catheter is still indwelling. They do not know if this caused a delay in treatment and there was no patient death or complications reported.